Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) vertical axis module motor, manipulator controller ergo base (mceb) and foot tray adjust mechanism (ftam) to clear 23002 error. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. This mceb unit was returned for failure analysis, and the visual inspection found the mceb unit in good physical condition. The mceb was connected to a bench test to verify high side switch and brake enable values, they are all confirmed to be within expected values. The mceb unit was installed into golden system, and error 23002 was replicated. After programming and power cycling, the mceb passed 10 power cycles and system idle for 6 hours. The center-ergo-joints and an hour sine-cycle tests were performed to exercise the arms movements, with result passed. From these findings, failure analysis concluded that no root cause could be identified for the reported events. The ftam unit was returned for failure analysis, and the visual inspection found no problem related to reported issue. The lighthouse/aperture was checked, and error 23002 was confirmed to have occurred. The ftam was installed on an internal equipment, fixture, or tool (eft) system and ran calibration successfully. The system was power cycled several times, and the ftam functioned as designed with no errors. The issue could not be replicated during system testing. From these findings, failure analysis concluded that no root cause could be identified for the reported events. Isi did not receive the surgeon side console (ssc) vertical axis module motor to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report a repeated recoverable 23002 fault on the surgeon side console (scc) and a message to disable the ergonomics. The customer had already performed a hard power cycle on the system prior to calling, but this did not resolve the issue. The customer then decided to disable the ssc1 ergonomics to complete the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement.